Event description:
It was reported that during interrogation the pulse generator exhibited loss of telemetry. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator exhibited loss of telemetry due to an integrated circuit anomaly.